Event description:
The device was returned for a pneumatic valve leak failure. Pump displayed a red pump service now alarm after starting up. Log files were reviewed and show multiple valve 1 leak errors. The device was put into manufacturing mode to perform pneumatic testing. During the hardware test, the positive tank was failing to hold air, indicating a valve 1 leak.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: pump error. Pins were cleaned, did not pass test infusion. No patient harm, issue did not stop active infusion. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.